Manufacturer narrative:
Addendum: additional information was received regarding (B)(4) 2012 procedure through revised (B)(4). It was reported that the patient had undergone revascularization of severe mlad isr lesion and 80% isr mrca lesion that was previously unknown. This information does not change any determination/reportability for this file since the code for reocclusion was previously reported at the time of initial report. This is just to update the exact location of revascularized lesions.this is one of four products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00509, 3003742446-2012-00510, 3003742446-2012-00511, and 3003742446-2012-00512.

Event description:
As reported by the (B)(4) study, approximately twenty four months after the index procedure, a patient experienced accelerated angina resulting in revascularization to an unknown target lesion. The indication for the index procedure was unstable angina. Angiography performed at that time revealed 100% stenosis to the mid right coronary artery (rca). The lesion was described as 20mm in length, class c, and de novo. The reference vessel was 3.0mm in diameter. A 2.5 x 23 cypher rx stent (lot# 15085104) was implanted at 22atm. The stent was post dilated with a 2.75 x 20mm balloon at 22atm due to stent not fully expanding. A second 3.0 x 18 cypher rx stent (lot#15077636) was implanted at 22atm abutting and proximal to the second stent. The stent was post dilated as standard of care with a 2.0 x 15mm balloon at 22atm. The post residual stenosis was 0% with a pre and post timi of 3. The mid left anterior descending artery (lad) was described as having 90% stenosis, 20mm in length and de novo. The reference vessel was 3.0mm in diameter. The pre-procedure timi was 2. A 3.0 x 33mm cypher rx (lot# 15077478) was implanted at 22atm. The stent was post dilated as standard of care with a 3.0 x 15mm balloon at 18atm. A second 3.0 x 23 cypher rx (lot# 15076322)stent was implanted at 22atm due to initial stent not fully covering the initial stent. The second stent was implanted abutting and proximal from initial stent. The stent was post dilated as standard of care with a 3.0 x 15mm balloon at 24atm. The residual stenosis was 0% with a timi flow of 3. At discharge, the troponin I was 0.07 (0.04 ng/ml). There were no procedural complications and the patient was discharged the next day.

Manufacturer narrative:
Approximately twenty four months after the index procedure, a patient experienced accelerated angina resulting in revascularization to an unknown target lesion the lesion was treated with a ptca and the event was reported as resolved the next day. Concomitant medications: asprin 81mg qd, coreg 125mg bid, glyburide 10mg bid, metformin 1000mg bid, hydrochlorothized 25mg qd, lisinopril 20mg qd, lovastatin 40mg qd and prisolec 40mg bid. Additional information will be submitted within 30 days of receipt. This is one of four products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00509, 3003742446-2012-00510, 3003742446-2012-00511 and 3003742446-2012-00512.

Manufacturer narrative:
Complaint conclusion: as reported by the (B)(4) study, approximately twenty four months after the index procedure, a patient experienced accelerated angina and revascularization to a target lesion. This is a (B)(6) male with medical history including hypertension, hyperlipidemia, family history of coronary artery disease, history of diabetes mellitus (type ii), history of angina, history of pvd/claudication and smoker. The indication for the index procedure was unstable angina. Angiography performed at that time revealed 100% stenosis to the mid right coronary artery (rca). The lesion was described as 20 mm in length, class c, and de novo. The reference vessel was 3.0 mm in diameter. A 2.5 x 23 cypher rx stent (lot# 15085104) was implanted at 22 atm. The stent was post dilated with a 2.75 x 20 mm balloon at 22 atm due to stent not fully expanding. A second 3.0 x 18 cypher rx stent (lot#15077636) was implanted at 22 atm abutting and proximal to the second stent. The stent was post dilated as standard of care with a 2.0 x 15 mm balloon at 22 atm. The post residual stenosis was 0% with a pre and post timi of 3. The mid left anterior descending artery (lad) was described as having 90% stenosis, 20 mm in length and de novo. The reference vessel was 3.0 mm in diameter. The pre-procedure timi was 2. A 3.0 x 33 mm cypher rx (lot# 15077478) was implanted at 22 atm. The stent was post dilated as standard of care with a 3.0 x 15 mm balloon at 18 atm. A second 3.0 x 23 cypher rx (lot# 15076322)stent was implanted at 22 atm due to initial stent not fully covering the initial stent. The second stent was implanted abutting and proximal from initial stent. The stent was post dilated as standard of care with a 3.0 x 15 mm balloon at 24 atm. The residual stenosis was 0% with a timi flow of 3. At discharge, the troponin I was 0.07 (0.04 ng/ml). There were no procedural complications and the patient was discharged the next day. Then, approximately twenty four months after the index procedure the patient experienced accelerated angina resulting in a revascularization to a target lesion. The lesion was treated with a ptca and the event was reported as resolved the next day. Per the investigator, the events were probably related to the index procedure and probably related to the study stent and not related to the study drug. The lesion was treated with a pci. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15085104 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and diabetes.